Manufacturer narrative:
Attempts were made to obtain additional information from the local sales representative, however, no further information was available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information from the patient implanted with this implantable defibrillation lead that the lead was broken and was scheduled to be replaced. No adverse patient effects were reported.